Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04450. It was reported the patient was experiencing pain at location of the anchors. The physician was able to palpate the area and feel the anchors. Follow up identified the physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.